Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.